Manufacturer narrative:
Additional information was received. The only error was the unexpected shutdown. The pump will be sent back once therapy has been discontinued. This is one of two related reports. This report represent the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 44-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had positive blood cultures, which was treated with antibiotics. In addition, there was an unexpected automated impella controller (aic) shut down while on the patient. A new aic was exchanged. There was no noted interruption of flow or support for the patient. The patient continues on support, pending a heart transplant. While on support, the impella functioned at p-7 at 4.6l/min as intended with d5w sodium bicarbonate in the purge solution. Risk of infection often correlates with the duration of mechanical support, other potential sources including peripherally inserted catheter lines, and/or large-bore access sites increase the risk for infection.